Event description:
Customer reported a current low blood glucose (bg) level, with the lowest reported value being under 42 mg/dl, cause was unknown. The customer addressed their bg by consuming carbohydrates. The customer declined further troubleshooting so no additional information could be gathered.